Event description:
Ref imp#: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during the transfer using hoyer passive lift from a chair to bed, the resident fell to the ground in her sling with the top arm of the lift falling across her abdomen. Evaluation of the resident revealed a non-displaced fracture l-2. The device was inspected by an importer representative at the customer site and found to be out of its specification due to the scale with hanger bar to lifting arm separation. A trend review was performed. We have seen hanger bar detachment separation on the hoyer lift previously and looking at the place of failure, we have together no similar cases with the separation of the upper scale attachment. We do not see any trend with this failure mode. The customer as an owner of the device shares responsibility of the correct device performance. The instruction for use delivered with the device gives an instructions and warns about regular maintenance and device check obligations. As per installation and instruction manual-459005 rev.a daily check lift: "the following procedure must be followed before each use. Inspect the lift for any damage. If there are any cracks or other damage on the lift, or any parts are missing - do not use it. Contact your local representative to have the lift serviced. Inspect the carry bar for any signs of cracking or damage and that it rotates freely." The photographic evidence was provided which confirms reported detachment. The weight of the hanger bar is mainly held by a central locknut. 2 smaller screws prevent the attachment from rotating. From the pictures received we can see that the 2 small screws which prevents the bolt attachment from rotating were loose, sheared and lost. In sequence, it seems like the locknut got loose, then the other two screws were getting loose also, and one of the two screws sheared. This progressive loosening kept going until finally the locknut fell off and the one remaining screw got pulled out, so the detachment occurred. But that should be progressive in nature and detectable through a preventative maintenance program. From above findings and fact that we do not have any similar complaints, we conclude that this incident was caused by user error -e.g. Not performing regular maintenance of the device. The received information and our evaluation as described above are showing that if hoyer safety instructions were followed in accordance to instruction manual, there would be no user at risk. The device was not up to the manufacturer recommendation when the event took place. The device malfunction has contributed to the reportable event as when the malfunction occurred, the device was used with a resident.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh (B)(4).additional information will be provided following the conclusion of the investigation.